Event description:
A customer site reported the ability to turn on two vaporizers at once. There was no report of patient involvement. Ge health's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.